Event description:
The customer stated that on (B)(6) 2011 his blood glucose measured 324 mg/dl at 6:00 am, 289 mg/dl at 7:00 am and 304 mg/dl at 12:23 pm. No insulin bolus dosages or carbohydrates from meals were reported. When he checked the device, the cannula was pulled out of the infusion site. When he was inspecting the cannula it looked like it had a kink. The pt said the site felt wet with insulin.

Manufacturer narrative:
The device was not returned for eval. Therefore, we are unable to confirm the kink in the cannula. The customer also observed that the cannula had pulled out of the insertion site. This condition would interrupt insulin delivery and contribute to high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."